Manufacturer narrative:
Correction to h6. Updated annex e was not included in the previously submitted report. Correction to d9. Inadvertently marked as 'no' on previously submitted report. Already correctly submitted as 'yes' on report submitted on 14-jan-2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film evaluation summary: the reported delivery system leak, deformation positioning difficulties could not be confirmed on the pre-implant images provided. However, the calcification, which was reported to have contributed to positioning difficulties was observed on the images. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was intended to be implanted during the endovascular treatment of a 65mm thoracic aortic aneurysm. It was reported during the index procedure, water leakage was confirmed during flushing. The nose cone was not completely tightened. Resistance was noted as the device appeared to get caught inside the blood vessel during positioning attempt. Despite several attempts to deliver the device, it was determined that the product was defective due to access vessel damage and it was replaced with another device. There was no vessel perforation or intervention required for the vessel damage. It was confirmed that the there was no damage to device packaging or delivery system prior to unboxing and the deployment steps were followed per the instructions for use (IFU). Per the physician the cause of the leakage and loose outer sheath was not determined. It was reported that calcification may have contributed to the positioning difficulties. No additional clinical sequelae were provided, and the patient is fine.

Manufacturer narrative:
B5; additional information received: it was clarified that the water leakage was noted when the device was flushed via the side port, as expected during device prep. The intimal injury was confirmed as intimal dissection. Correction to h6. Annex a fdd a0504 removed. Correction to previously submitted film evaluation summary: the previously reported summary: "the reported delivery system leak, deformation positioning difficulties could not be confirmed on the pre-implant images provided. However, the calcification, which was reported to have contributed to positioning difficulties was observed on the images." Should read as follows: "the reported deformation, positioning difficulties and intimal dissection could not be confirmed on the pre -implant images provided. However, calcification, which was reported to have contributed to positioning difficulties was observed on the images." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was confirmed that a gap was noted between the tip and graft cover, and this was observed prior to insertion of the device into the patient. The vessel damage was confirmed as intimal injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.